Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that during installation of the unit, unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Customer notified sales representative of the out of box failure and provided information for the defoa. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. When the fse turned the unit on the data acquisition board, air and oxygen (o2) flow sensors serial number were not showing up. The fse opened the ventilator and noticed that the da (data acquisition) to mc (motor controller) cable was not tightly secured which was causing the serial number to not show up on the diagnostics screen and generated an error message. The da to mc cable was reseated. The issue was resolved. The ventilator passed all tests and operated within the manufacturing specifications.